Event description:
It was reported that the patient had experienced diaphragmatic stimulation for years. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was capped during a routine device changeout procedure.